Event description:
Male underwent aquablation procedure. Due to heavy bleeding in the recovery area, patient was brought back to the operating room and was scoped in under general anesthesia. No obvious bleeding was observed by the surgeon, moderate use of roller ball cautery. Patient did well overnight. No device malfunction was reported.

Manufacturer narrative:
H.10. Additional manufacturer narrative: a review of the aquabeam system's log file was conducted, which confirmed that there were no anomalies during the procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for lot number 16c0055-01 was conducted, which confirmed that there were no non-conformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu320301, rev. D, lists bleeding as a potential perioperative risk of the aquablation procedure. The system was not returned for investigation of this complaint. Bleeding is a potential risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.